Event description:
The oxygen flow was not connected properly at the oxygen flo-selector. As a result of the problem, the potential for improper oxygen connections is evident. Shortly after the incident, the flow selector devices were all removed from service to prevent repeats of this type of occurrence.